Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor, battery tube and vibrator assembly. They were unable to verify the battery out limit alarm due to the blank display. There was no unexpected black blur on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 224 mg/dl at the time of incident. The customer stated that they placed the pump in the cooler to keep the insulin cold and the pump was submerged in melted ice water for a while. The customer stated that the pump display went black immediately after exposure to moisture. They took the batteries out and placed the pump in rice. They placed new batteries and the pump alarmed battery out limit. The pump turned back on but the screen changed to black blur. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.